Manufacturer narrative:
(B)(4). Concomitant medical products: femur cemented posterior stabilized (ps) standard left size 7 cat: 42500606201 lot: 62160765, articular surface fixed bearing posterior stabilized (ps) left 12 mm height cat: 42512400712 lot: 62590701, natural tibia trabecular metal two-peg porous fixed bearing left size f cat: 42530007501 lot: 62500433. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2018-02304, 0001822565-2018-02305, 0001822565-2018-02306, 0002648920-2018-00335. Reported event was unable to be confirmed due to limited information received from the customer. Device history record was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient underwent a total knee arthroplasty. Subsequently, the patient has unknown allegations. Attempts have been made and additional information on the reported event is unavailable.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Multiple MDR reports were filed for this event, please see associated reports: 3007963827-2018-00107, 0001822565-2018-02306, 0002648920-2018-00335. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that patient underwent left total knee arthroplasty. Subsequently, patient was revised due to pain, swelling, stiffness, instability and synovium in knee.

Event description:
It was reported that patient underwent a total knee arthroplasty. Subsequently, the patient was revised due to unknown reasons. No additional information is available.

Manufacturer narrative:
If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). This follow-up is being submitted to relay additional information. The following sections were updated. Reported event was confirmed by medical records received. Device history records (DHR) were reviewed for all reported products and no discrepancies relevant to the reported event were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. There are warnings in the package insert that this type of event can occur and risks are addressed in risk documentation. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.